Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2018 at 11:00am. The patient manages her diabetes with non-insulin shots and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2018 at 02:15pm she developed symptoms of ¿confusion and started to sweat¿ and that she self-treated by eating a piece of candy. During troubleshooting the cca noted that the patient had followed the correct testing procedure and the test strip completely drew in the blood sample. When the patient was walked through a retest the issue was not resolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.